Event description:
The customer reported that during shift check, the autopulse exhibited user advisory 7 (discrepancy between load 1 and load 2 too large). No patient involvement was reported.

Manufacturer narrative:
The autopulse platform with serial number (B)(4) was received for investigation on 05/06/2013 and the reported complaint was confirmed. Visual inspection was performed and no anomalies were found. A review of the data archive showed user advisory 7. Functional testing verified ua7 upon power up of the returned platform. Further investigation indicated that both load cells were at fault and pdb needed to be replaced. Based on the evaluation results, the probable root cause attributed to this failure was the faulty load cell modules. However, a definitive root cause could not be determined for the faulty load cell modules.